Event description:
It was reported that the ilet displayed a prompt to fill tubing, which the patient accessed unintentionally, and the patient was then instructed to disconnect from the body and complete the fill; the patient observed drops immediately and was unsure of units delivered, with an infusion set identified by lot 6014908. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and user education regarding proper fill tubing procedure while disconnected. Investigation of this case revealed user error related to unintended navigation to the fill function and fill initiation while connected prior to guidance, with involvement of the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error with device use.